Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They reported that the cause of the power on reset was due to the rechargeable stimulator's battery draining/low battery. They hadn't charged it and the battery was low. They noted that to resolve the issue they charged it regularly. It was unknown if the issue was resolved. When asked about the cause of the strap/belt not working for them they stated that the belt didn't fit when they sat in their chair. To resolve this they stated that they hold it with their hand while they strap on the stimulator. This had not yet been resolved. When asked about the cause of the ins only charging to 30% after an hour they stated that it was charging but wasn't showing that it was charging. They were going to try again to resolve the issue.

Manufacturer narrative:
Continuation of d10: product ID fp9000l product type accessory. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim, gastrointestinal/pelvic floor. It was reported that the reason for the call was the caller said the patient had been trying to charge for over an hour and the implant would only go to 30%. The caller said they had a hard time connecting the recharger to the implant which had been going on for at least 6 months. The patient was able to feel all 4 sides of the ins. The caller said the strap never worked for them and they had to hold it in the belt the whole time. The patient preferred to charge sitting down. The agent reviewed how to use the recharging application. The caller was able to connect w/ the implant and see the implant was at 80% then it charged to 90% while patient was standing up. The patient said the therapy was off. The agent reviewed how to see the micro my therapy application. When the patient connected to the ins they saw por message. The agent reviewed how to clear the por message and turn therapy on. The patient said they never knew how high to increase stim, reviewed info.

Manufacturer narrative:
Continuation of d10: product ID fp9000l; serial# unknown. Product type: accessory. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.